Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors alarm. Customer reported they were able to clear the alarms and able to rewind the insulin pump. Customer assisted with performing displacement test and test was passed. Customer stated the insulin pump was not dropped or bumped. Customer stated the insulin pump was not exposed to a high magnetic field. Customer states alarm occurred during basal delivery. Customer assisted with load reservoir and fill tubing process. Insulin pump error did not occur. Assisted with self test and test was failed. Customer reported that they received failed battery alert. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated the battery compartment was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.